Manufacturer narrative:
The biomedical engineer (bme) that there were sporadic wifi drops and there are events where the battery dies on the gz telemetry transmitters without notification to the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Telemetry transmitter. Model: gz-130pa. Sn: (B)(6). Telemetry transmitter. Model: gz-130pa. Sn: (B)(6). Telemetry transmitter. Model: gz-130pa. Sn: (B)(6).

Event description:
The biomedical engineer (bme) that there were sporadic wifi drops and there are events where the battery dies on the gz telemetry transmitters without notification to the central nurse's station (cns). No patient harm was reported.